Event description:
The lay user/pt contacted lfs in 2009, alleging that she was unable to obtain a reading because her meter ended up going into the set up mode. Medical surveillance specialist (mss) spoke to the pt on dec 9, 2009 and obtained the following info: the pt attempted to test her blood glucose three days prior to contact lifescan at 6pm, and the meter went into the set up mode. She did not exhibit any symptoms at that time and took her usual dosage of metformin and several hours later, she started to profusely sweat. She did not attempt to test or treat herself since she did not know what her blood glucose reading was and continued to take her medication twice a day. She mentioned that her symptoms lasted for 2 days and afterwards contacted her physician on the date lifescan was contacted, in regards to the meter, and he advised her to contact lfs for assistance. She does not recall whether she tested her blood glucose earlier on event date. The pt only takes metformin and does not take any other diabetes medication. Although issue was not resolved via troubleshooting, the pt's meter was replaced. The complaint is being reported since the pt alleged that due to not being able to test, she ended up developing symptoms suggestive of hypoglycemia and there was a delay in treatment since her symptoms lasted for two days and she did not treat herself.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.